Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken cart (roll stand). A review of a picture provided by the customer to the philips product support engineer found that the roll stand bolt that holds the top piece of the stand to the bottom pole snapped. No patient or user harm was reported.